Event description:
It was reported that a malfunction occurred on the pump, displaying a specific malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted with resetting the pump, which resolved the issue, and no further malfunctions occurred. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the customer acknowledged and understood.